Event description:
The surgeon planned a hardware removal of an ankle arthodesis plate because a couple of screws had loosened and backed out. The surgeon successfully removed the plate and six screws, including the screw that was placed outside the ankle independently. The surgeon also removed the broken fibula plate and six screws as well. The surgeon did not replace the patient with anything additional after removing all hardware, two plates and twelve screws. No additional information is available. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of lcp anterior ankle arthrodesis plates was processed through normal manufacturing and inspection operations with no significant nonconformances or rework noted. One (1) piece of scrap was recorded at a manufacturing step for a set up piece with a slot size issue. No nonconforming material notice was issued for this in cell - set up scrap. This order met all dimensional and visual criteria at the time of the release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. The investigation could not completed; no conclusion could be drawn, as no product was received.